Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: one protector attached to a vial of keytruda was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector membrane. It was noted the needle of the protector had penetrated the stopper slightly off center causing some damage to the ring of the vial cap. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue, however, a leakage between the protector and vial was observed. A device history review was performed for reported lot 2005126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed on the samples, no leak between the protector and vial was identified. Product undergoes visual and functional testing throughout manufacturing, including leakage testing and verification that all critical dimensions are within specification. Results were reviewed for lot 2005126 and no issues related to the reported event were found. Based on our investigation and sample evaluation, it was determined the root cause of this incident is related to improper connection, the protector needle damaging the vial during attachment. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked while preparing and aspirating keytruda. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage of drug with the use of protector (515109). The customer reported as follows: the hcp attached the protector using assembly fixture and was preparing keytruda; while aspirating, fluid leakage occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked while preparing and aspirating keytruda. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage of drug with the use of protector (515109). The customer reported as follows: the hcp attached the protector using assembly fixture and was preparing keytruda; while aspirating, fluid leakage occurred."